Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump could not upload to carlink and battery status was full. Insulin pump failed self-test and received a radio frequency pic failed self test. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed during self test due to faulty electrical component on the radio frequency board; unable to complete functional testing due to a64 alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, a21 error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No physical damage noted during our visual inspection.